Manufacturer narrative:
(B)(4), b5: describe event or problem ¿ additional information. E1 initial reporter street line 1 ¿ additional information. E1 initial reporter country code ¿ additional information. E1 initial reporter city ¿ additional information. E1 initial reporter state ¿ additional information. E1 initial reporter postal code ¿ additional information. G6 type of report ¿ additional information. H2: additional information. H6: type of investigation ¿ additional information. H6: investigation findings ¿ additional information. H6: investigation conclusion ¿ additional information.

Event description:
It was reported that an app crash alert occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). E1 initial reporter state - (B)(6).

Event description:
It was reported that an app crash alert occurred. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.